Event description:
Patient was having a tavr procedure. Anesthesia inserted a cvl and interventional cardiologist placed a temporary pacemaker through the line. Abbott 6fr fast cath was being used for the procedure. Procedure completed. At the end of the procedure, infiltration was noted at the right ij insertion site, and it was decided to remove the sheath. When the sheath was removed, it broke off leaving about 9cm of the sheath in the patient. Interventional cardiologist was called in who with fluoroscopy went through the groin and retrieved all of the remaining catheter. Patient tolerated the event well. Interventional cardiologist disclosed event to patient after patient out of recovery. Minimal harm to patient. Patient did require a venous us to confirm no additional harm.